Manufacturer narrative:
H6 - code changed from bent cannula to a040102 loss of or failure to bond. Added a0512 unintended movement added g0405201 adhesive.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 495 mg/dl while wearing the pod between 1 and 4 hours. The pod fell off, thus, the cannula dislodged from the infusion site (abdomen).